Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: received product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen (shaft) and fluid in the balloon. The tip, balloon, markerband, proximal weld, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located at the distal edge of the distal markerband. Inspection of the rest of the device found no other damage. The reported guide wire difficulty was confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 3.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during fourth inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during fourth inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.